Event description:
An implanted, infected, 10 fr diameter, defibrillator electrode was removed. The electrode was snared with a deflecting wire guide and pulled into the 16 fr diameter sheath of the work station. The folded electrode became entrapped in the sheath. It could not be pulled further into the sheath or forced back out of the distal end. A median sternotomy was performed to remove the electrode.